Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the hospital and the pulse generator exhibited loss of output. The following day, the physician attempted to interrogate the device multiple times but was unsuccessful. The device was explanted and replaced. The patient was doing fine post surgery.